Event description:
On (B)(6) 2013, the distributer contacted animas and reported a dual alarm failure. The pump reportedly had no audible or vibratory tones. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/20/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the reported dual alarm failure was unable to be duplicated during testing. The pump alarmed and vibrated at startup. The sound setup was changed to high and tested; the pump alarmed during testing. The sound setup was changed to vibrate and tested; the pump vibrated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.